Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was not happy with the device. Their device had not done anything and they were in worse condition than prior to implant. The caller requested compatibility guidelines for magnetic field therapy.